Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the blood glucose ran low. The blood glucose reading was 30 mg/dl. The customer was treated with a glucagon shot. The blood glucose reading at the time of the report was 104 mg/dl. The drive support cap appeared normal. The reservoir showed the same amount of insulin as was shown on the status screen. The caller was advised to monitor the insulin pump and blood glucose and to call a health care professional to discuss possible causes of low blood glucose. The insulin pump was not replaced or returned.